Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: t505u223 tissue valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited elevated thresholds and had a dislodgement. The pacing lead was revised and remains in use. No patient complications have been reported as a result of this event.